Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter shaft was noted to be damaged from the distal end and dried blood/ procedural fluids noted within the inflation lumen. During functional test an attempt was made to inflate the balloon however it was unable to be inflated due to the blood/procedural fluids within the inflation lumen. The distal 20cm section of the device was cut to perform an inflation test, the balloon was attempted to inflate again, and a leak was noted from the distal end of the balloon. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there were no anomalies noted to the device prior to use and continuous flush maintained. The device was returned, and the balloon catheter was noted to be damaged, the inflation lumen had procedural fluids noted within and the balloon was noted to be burst/ruptured during an inflation attempt. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported ¿balloon burst/ruptured during use¿ and ¿balloon failed to inflate¿ and to the analysed ¿balloon catheter damaged¿ ,¿balloon catheter shaft blocked/occluded¿ and , ¿balloon burst/ruptured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the subject balloon ruptured at two atmospheres. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject balloon ruptured at two atmospheres. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.